Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 142 cm. Aviator plus 6 x 40 balloon catheter (bc) ruptured at four atmospheres (4 atm.) During the third inflation and contrast leakage was observed. Therefore it was removed from the patient and another new balloon catheter was used instead. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was an in-stent restenosis of a smart stent implanted in the superficial femoral artery (sfa). The target lesion percent stenosis/lesion characteristics were unknown. The aviator plus bc was delivered from distal and inflated twice for thirty seconds within specified pressure. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that the catalog and lot number of the smart stent is not available. The date of implantation of the smart stent is unknown. It is unknown if the patient was on antiplatelet therapy or if the patient was compliant with the prescribed medical therapy. The aviator plus bc was removed intact from the patient. No additional information is available. The 142 cm. Aviator plus 6 x 40 balloon catheter (bc) ruptured at four atmospheres (4 atm.) During the third inflation and contrast leakage was observed. Therefore it was removed from the patient and another new balloon catheter was used instead. The procedure was finished successfully. There was no reported patient injury. The target lesion was an in-stent restenosis of a smart stent implanted in the superficial femoral artery (sfa). The target lesion percent stenosis/lesion characteristics were unknown. The aviator plus bc was delivered from distal and inflated twice for thirty seconds within specified pressure. Additional information received indicated that the catalog and lot number of the smart stent is not available. The date of implantation of the smart stent is unknown. It is unknown if the patient was on antiplatelet therapy or if the patient was compliant with the prescribed medical therapy. The aviator plus bc was removed intact from the patient. No additional information is available. The products were not returned for analysis. (B)(4) manufacturing records (DHR) could not be reviewed, as the product catalog and lot number were not provided for the smart stent. The reported ¿no alleged quality issue¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. As no lot number, catalogue code or other product information was supplied a DHR could not be completed. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery/vascular disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.